Event description:
It was reported the device was used in an unknown procedure, the staples would not release from the device after it was fired. Another device was opened to complete the case. There was no consequence to the pt.